Event description:
It was reported during the procedure the subject flow diverter could not been seen in imaging when attempted to be placed at the treatment site. During the process of removing the subject stent, it was damaged. No further information is available.

Manufacturer narrative:
D4: expiration date - added. D9: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. H4: manufacturing date ¿ added. H3: device evaluated by mfg ¿updated. Section b1 adverse event/product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned together with the catheter. The returned stent was returned within the microcatheter and was deployed. The stent delivery wire (sdw) was found to be kinked/bent. An x-ray of the ro markers was carried out and all markers were present and intact. No issue noted. The stent was found to be deformed. During the functional inspection the device was flushed and the sdw was advanced to deploy the stent on the table. The stent was deployed without difficulty. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The reported radiopaque marker (ro) detached/separated/not visible under fluoroscopy was not confirmed during the analysis. The reported damage of the stent deformed was confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The information received states "when placing the stent, the head end could not be seen. During the adjustment process the catheter fell off. During the process of retrieving the stent, the stent was damaged." Product analysis found the distal sdw and the stent to be damaged. It is most likely that procedural factors encountered in the procedure contributed to the reported event. An assignable cause of not confirmed will be assigned to the reported event of the ro marker(s) detached/separated/not visible under fluoroscopy, as the issue included a returned product review which showed no evidence of either the alleged issue or any defect which could have contributed to the event. An assignable cause of procedural factors will be assigned to the reported and analyzed damage of the stent deformed and analyzed damage of the sdw kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during the procedure the subject flow diverter could not been seen in imaging when attempted to be placed at the treatment site. During the process of removing the subject stent, it was damaged. No further information is available.